Event description:
It was reported to adac that the sagittal images appeared distorted. The CT tech scanned 43 images. The field of view was not large enough, so the dosimetrist had tech rescan the pt. The CT tech added this new set of scans to the same series rather than creating a new series (86 slices total). The first 43 scans were deleted and the data set was created. The transverse images appeared normal in the plan, but the sagittal images appeared distorted.